Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5092220) on 27-jan-2020. The most recent information was received on 26-feb-2020. Quality-safety evaluation of ptc: unable to confirm complaint. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ('abdominal pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included etanercept (enbrel) and ibuprofen. In 2008, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria hospitalization, medically significant and intervention required), menorrhagia ("heavy bleeding for several days/very large clots/few years my periods were awful"), menstrual disorder ("worsening periods"), rash ("rashes come and go"), migraine ("migraines"), swelling ("body started to swell"), inflammation ("I had severe inflammation everywhere") and alopecia ("hair loss"). The patient was treated with surgery (she had undergone essure removal surgery on (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the abdominal pain, menorrhagia, menstrual disorder, rash, swelling and inflammation had resolved and the migraine and alopecia had not resolved. The reporter considered abdominal pain, alopecia, inflammation, menorrhagia, menstrual disorder, migraine, rash and swelling to be related to essure. The reporter commented: serious injury criterion: hospitalization and event date (B)(6) 2010 were reported, but not specified and/or assigned to one of the events. Essure insertion date: (B)(6) 2010 (discrepancy noted). After removal of essure she felt much more human. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-feb-2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5092220) on 27-jan-2020. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ('abdominal pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included etanercept (enbrel) and ibuprofen. In 2008, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria hospitalization, medically significant and intervention required), menorrhagia ("heavy bleeding for several days/very large clots/few years my periods were awful"), menstrual disorder ("worsening periods"), rash ("rashes come and go"), migraine ("migraines"), swelling ("body started to swell"), inflammation ("I had severe inflammation everywhere") and alopecia ("hair loss"). The patient was treated with surgery (she had undergone essure removal surgery on 30-may-2019). Essure was removed on (B)(6) 2019. At the time of the report, the abdominal pain, menorrhagia, menstrual disorder, rash, swelling and inflammation had resolved and the migraine and alopecia had not resolved. The reporter considered abdominal pain, alopecia, inflammation, menorrhagia, menstrual disorder, migraine, rash and swelling to be related to essure. The reporter commented: serious injury criterion: hospitalization and event date (B)(6) 2010 were reported, but not specified and/or assigned to one of the events. Essure insertion date: (B)(6) 2010 (discrepancy noted). After removal of essure she felt much more human. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.